Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the keypad buttons were unresponsive. There is no additional information available for this complaint. There was no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "contrast" and "ok" keys are intermittently unresponsive. The keypad is peeling from bottom to "ok" key. When removed, contamination was noted under the "contrast" & "up" key contacts. Unrelated to this complaint, the display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration.